Event description:
The beckman coulter (bec) receiving warehouse reported that the lipid calibrator cartridge was leaking due to damage to the cartridge. The proper ppe (personal protective equipment) was used when handling the product. No one came in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed.

Manufacturer narrative:
The damaged reagent cartridge was in the control and custody of the bec warehouse. (B)(4).